Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an increase in seizure activity following a refill session one week prior at which the concentration of the medication and the flex schedule were changed. No other info was provided. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.